Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem technical support. Customer changed out pump supplies to address the alarm. No reported impact to the customer¿s blood glucose level.